Manufacturer narrative:
Additional information was received providing item code and lot number.

Manufacturer narrative:
Submit date: 10/28/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze. The customer reports: surgeon was draining an abscess in a site near the pacemaker, he packed it with iodoform strips and included the cotton ball that is attached to the start of the strip. Patient returned to follow up appointment because site looked worse and when that doc inspected the site he found the cotton ball and removed it. Patient was readmitted and underwent additional surgery to re-clean site and re-pack with iodoform strips.